Event description:
Package was opened while setting up for an angiographic procedure. Catheter was discovered to have a kink in it that would not allow the guidewire to pass. Item was replaced on the sterile tray. No patient injury.